Event description:
The reporter indicates that the surgeon implanted an icl into the patient's right eye (od) on (B)(6) 2022. Increased iop requiring a change in standard postoperative medication regimen. Problem is not resolved. Cause is reported as device related.

Manufacturer narrative:
Product code unk; esubmitter software does not allow for an unk or blank entry. Claim# (B)(4).

Manufacturer narrative:
B5: lens remains implanted. Reportedly, problem is resolved. Claim #(B)(4).

Manufacturer narrative:
B5: per email, problem was not resolved. Claim# (B)(4).